Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stated that they spoke with the patient who told them the shocking has stopped. They addressed the issue by having her wear some thicker clothing and turning down the charging speed. The reason for the communicator not working was not determined, however it is working fine now and has been working fine since they talked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received april 20th from a patient who was implanted with an implantable neurostimulator (ins) for urinary dys function/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep talked with patient today who has 2 issues. First issue is that they are feeling shocks during the charging of the micro system, they get 4 or 5 jolts during each session. The patient is a police officer and described it as similar to when they touch the prongs on their taser. Patient wasn't available for troubleshooting, and will be back friday night (B)(6) 2021 (understood to be (B)(6) 2021). The issue started a couple months ago, but patient just reported it today. The patient does wear a thin layer of clothing between charger and skin and does feel some heat, but states thats different than the shocks.¿ the second issue is that the patient cant access the (B)(6) app because the communicator is not working. The patient said they charged the communicator for 18 hours beforehand and the battery indicator was green. They attempted to connect for three hours and kept getting the device not found message.¿today was the first time that happened and patient has no idea if therapy is on or not. 2021-apr-25 additional information was received from the rep: they spoke with the patient and had them charge the micro battery to 100% before attempting to use the communicator to access the battery. The patient stated they always use the belt and only keep it tight enough not to fall off (tech support advised the rep that a belt thats too tight may cause sensations that feel like shocks). The patient also put on athletic pants before recharging which they described as thin nylon and noted that the pants covered all of the charger and no portion of the charger was touching bare skin. The device was at 80% when they started charging and they charged to 100%. The patient stated during that time that they received 2 small shocks felt at the charging site that were less intense than previous shocks felt over the last couple of months. The patient stated they were on fastest/warmest setting. Over the next couple weeks the patient will change it to slowest/coolest and see if that reduces the shocks while charging. Patient also stated that the athletic pants they were wearing were thicker than what they normally wear during charging which is normally underwear. Patient also stated the heat was minimal. Once the battery was charged to 100% they attempted to access the battery via the programmer and communicator. This time they were able to access the battery, but it stated the battery had a power on reset (por) and to protect the battery it was turned off. Patient denies any procedures using cautery, or being tased (patient is a police officer and mentioned the shocks feel similar to touching the prongs on their taser). Patient did mention getting a teeth cleaning recently, but no dental drilling and did fly out tuesday ((B)(6) 2021) on vacation and returned friday ((B)(6) 2021). The rep was told by a colleague that going through an airport metal detector without turning the implant off may cause a power on reset. The rep will be meeting with the patient this week to re-configure the battery. It seems as though the communicator is working properly since they were able to access the micro battery via the (B)(6) app. Patient is still feeling the shocking when charging, stated that they thought the shocking has probably happened since the first day they started charging, but they are starting to become more and more aware of it. When the rep meets with the patient this week, they will test her battery and check impedances and next steps can be decided then. 2021-may-03 additional information was received from the rep who ended up not meeting with patient in person. Since patient has a micro device they were able to hit the ok button after it said there was a power on reset (por) and they went back to their normal program and amplitude. The rep spoke with the patient regarding steps to take to reduce potential shocking sensations such as wearing a thicker garment between their skin and the charger and turning the charging speed down to slowest/coolest. The patient stated they charged the unit over the weekend wearing jeans the slower charging speed and had no shocks. The rep planned to follow up in one week after another charging session to make sure the patient was still shock free. The por is undetermined, but patient did travel and wasnt sure if the device was on or off, but couldnt think of why they would have turned it off. Patient did state they didnt go through a metal detector, but did go through the scanner that you have to raise your hands for.